Event description:
It was reported that in (B)(6) 2007, the patient presented with intermittent numbness in his right leg that would cause it to go to sle ep. On (B)(6) 2007, the patient underwent lumbar fusion surgery. Immediately following surgery, the patient began experiencing back pain and could physically feel the hardware under his skin. Rhbmp-2/acs was implanted into the patient during the surgery on (B)(6) 2009, the patient underwent follow-up surgery, a cervical fusion surgery. The patient stayed in the hospital approximately seven days following this surgery because of complications with excessive bleeding. Following this surgery,the patient had an increase in back pain and began experiencing a new pain in his lower back and right leg. Rhbmp-2/acs was implanted into the patient during the surgery on (B)(6) 2010, the patient underwent third surgery, a cervical fusion on the back of his neck. The patient received a staph infection from this surgery and had major health complications due to this infection. Rhbmp-2/acs was implanted into the patient during the surgery on (B)(6) 2011, patient had to undergo heart surgery and became unresponsive on the operating table. He was resuscitated.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.